Manufacturer narrative:
Medwatch (medsun) form (reference report number mw5167851) was received with no contact information and that the reported wished to remain confidential. Therefore, a follow up to request patient information was not possible. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
Stryker was notified that the customer submitted a voluntary medwatch (medsun) form (reference report number mw5167851). The customer reported the following: "the child underwent correction of abnormal origin of coronary artery. The nurse reported that when the defibrillator was used to defibrillate the child during the operation, the energy was weak. After urgently replacing it with another defibrillator, it returned to normal." In this state, inadequate or wrong defibrillation therapy may be delivered to the patient. This issue is patient related; however, there was no adverse patient outcome reported.